Event description:
The manufacturer received information alleging a ventilator failed a system leak test step during pretest. There was no harm or injury reported. There was no evidence the device was in patient use. No evaluation was performed by the manufacturer's field service engineer. The customer requested there be no repairs, they only wanted the issue documented.